Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to delivering multiple pump boluses along with administering a manual injection, the customer experienced a low blood glucose (bg) level of 45 mg/dl. Food was consumed to treat bg level.